Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's sensor was giving inaccurate readings. As a result, the patient had their sensor recalibrated by 12.3 mmhg. It is unknown what method was used to recalibrate the device. Issue was resolved.